Event description:
'Ation' of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.